Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert, power system error and a broken belt clip. The customer's blood glucose level was unknown at the time of incident. The customer reported two power outages due to battery issues and the power system error. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.